Event description:
It was reported that during patient treatment, and immediately after changing the co2 absorber, it was not possible to ventilate the patient. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The anesthesia system was investigated on site by the biomedical engineer. The absorber bypass valves in the patient cassette were found stuck in an open position. The patient cassette was replaced and the system was returned to clinical use. The patient cassette was not returned for investigation. Unscrewing one of the absorber bypass valves solved the issue. The two absorber bypass valves are located in the patient cassette where the co2 absorber is docked, one at the inlet and one at the outlet. The main task of these valves are to lead the re-breathed patient gas through the co2 absorber in order to remove the co2 from the gas. Investigations and simulated use testing found that it was possible to provoke stuck absorber valves by trapping n2o-rich gas more than 30 minutes in the compartment above the bypass valves. A sub-atmospheric pressure is then created inside the compartment when the n2o-gas is diffused through the silicone seals of the bypass valves to the gas outside that have a lower n2o concentration. This leads to the absorber bypass valves getting stuck. When the valves are stuck, the gas will continue passing through the absorber when the absorber is bypassed. This leads to a leakage during the time the absorber is replaced. A stuck absorber valve while the absorber is docked in place will not affect functioning of the system.

Event description:
(B)(4).